Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose readings at 39 mg/dl on the ilet system and treated with multiple high-carbohydrate snacks, after which the user continued to feel low; support provided education on proper hypoglycemia treatment, offered clinical specialist consultation, completed a factory reset, guided a cartridge change, and connected the user to the ilet mobile app. Symptoms included hypoglycemia with confusion or disorientation. Outcomes included the need for unexpected medication intervention through oral glucose. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect correction of hypoglycemia; no device component issue was identified. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.